Event description:
It was reported that during pre-surgery, it was observed that the attachment device was not spinning or working at all while in use with the motor device. It was further reported that the motor device was heating up. There were no delays to the planned surgical procedure as a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was not rotating. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to rusted and corroded gears from sterilization process/immersion. This was further defined as misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.